Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was to be used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the preparation, the physician found that the band would not deploy when tested outside the patient. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was also noted that the trip wire was cut and kinked. The ligator head returned with six bands attached while some of them were moved out of their original position and overlapped. Further inspection shows that the ligator head teeth were damaged.the cut observed on the trip wire was inspected under magnification showing that a mechanical tool was used to perform the cut. This was likely done by the customer to remove the device from the endoscope. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. The reported event was confirmed. The overlapped and moved bands indicate that there was a deployment failure and this may be related to the damage/bend on the ligator head teeth. This observed damage could be caused by user manipulation and/or some extra tension applied to the device during setup. Once the ligator head teeth are damaged/bent the suture thread can have difficulty releasing the bands. Additionally, the trip wire was found bent/kinked. This could occur due to user manipulation and/or technique used during setup of the device. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was to be used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6), 2021. During the preparation, the physician found that the band would not deploy when tested outside the patient. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.